Event description:
During a laparoscopic gyn procedure the surgeon had difficulties placing the trocar in the pt. After placing the trocar intraperitoneal, the surgeon noticed that the bi-lateral tissue separators were found to be chipped. There was no pt consequence as a result of this event.